Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017-, it was reported that the patient experienced an overdose in the past, ¿about 20 years ago¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.